Event description:
The battery order for r-series zoll defibrillator is delayed by the vendor. The battery was ordered since january 2023 and still in back order due to supply issue. This delay in battery is resulting in not using defibrillator in high critical area like ICU. Sale order #(B)(4).